Manufacturer narrative:
A complaint investigation has been conducted and no mfg defects were revealed.

Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 (type ii bone). Primary stability was achieved. Osseointegration was not achieved. The implant was removed on (B)(6) 2013, patient asymptomatic. Medical history: no significant findings.